Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the pc displayed the message" replace generator soon'. Company representative was unable to communicate with external devices and ipg was deemed to be inoperable. To address the issue, surgical intervention is anticipated to take place at a future date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.